Manufacturer narrative:
Date sent to the FDA: 08/29/2018 (B)(4). Additional narrative: it was reported that the patient underwent a laparoscopic umbilical hernia repair on (B)(6)2015 and the mesh was implanted. During CT scan, recurrent hernia was found. The patient will be having a second surgery. Her appointment is on (B)(6)2018 for exploratory procedure first based on all her other symptoms. The patient also is looking for second opinion and does not want another mesh put in.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 07/14/2020. Additional narrative: it was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted dense adhesions to the mesh, which itself was not adherent to the abdominal wall. He performed complex lysis of adhesions and removed the old mesh. It was reported that the patient experienced severe nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Corrected narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and two mesh products were implanted.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Do you have operative notes available that you can forward to us? May we have permission to contact your surgeon to assist in our investigation?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and the mesh was implanted. Post-operative, the patient experienced pain, bloating, and constipation. It was also reported that during a CT scan only one of two mesh were found. It was also reported that while mesh removing, the patient had re-occurrence.